Event description:
It was reported that the patient is requesting revision of an ams inflatable penile prosthesis(ipp) device because the device was no longer working. A replacement of all components is planned. A patient condition was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that a revision surgery occurred on 04jun2019. The ams inflatable penile prosthesis(ipp) device was replaced.

Manufacturer narrative:
Field change: additional information was received.

Event description:
It was reported that the patient is requesting revision of an ams inflatable penile prosthesis(ipp) device because the device was no longer working. A replacement of all components is planned. A patient condition was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.